Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20x3.50 rebel stent was selected for use to treat the lesion. However, during preparation, the stent came off the delivery system a ¿substantial amount." The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded. There were numerous hypotube kinks. The stent was microscopically examined and was found to be stretched over the distal tip with several struts bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. " (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20x3.50 rebel stent was selected for use to treat the lesion. However, during preparation, the stent came off the delivery system a "substantial amount". The procedure was completed with another of the same device. No patient complications were reported.